Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 due to high blood glucose levels. Customer had a problem with the cannula bending. Customer had diabetic ketoacidosis and was wearing the pump at the time of the hospitalization. Customer stated that she passed out. Customer's current blood glucose was 329 mg/dl. Customer had high blood glucose symptoms such as vomiting, having a headache, and body aches. At this time the displacement test and manual prime were successful. The motor error alarm did not recur during troubleshooting.